Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the or, drained the hematoma, flushed the pocket with an antibiotic solution, and closed. Physician prescribed antibiotics after the procedure.